Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support performed system check, however, the customer wasn¿t able to complete it. Multiple attempts were made by tandem technical support to continue the system check, however, no response was received. Customers blood glucose was 120-200 mg/dl.